Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate shock therapies due to atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available at this time.

Event description:
Additional information received indicated that the patient presented in the clinic after receiving inappropriate shocks due to supraventricular tachycardia diagnosed as ventricular tachycardia. Programming changes were recommended. The patient will continue to be monitored.